Manufacturer narrative:
Revision occurred after 2 weeks due to instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to acute instability. 32 mm + 3 standard humeral cup explanted and replaced with a 32 mm + 6 standard humeral cup.